Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of catheter defective/damaged was confirmed upon inspection of the sample. Analysis of the sample showed no damage to the tip shield assembly. The returned sample had difficult activation and found scratches on the needle surface. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed. And found the dent on the cannula could possibly be caused by the cannula insertion gripper, as the position of the gripper matches the dent mark location. The washer was inspected and no abnormalities were observed. The possible root cause for the scratch on the cannula is the insertion gripper moving against the cannula during insertion to the needle hub/tip shield and washer subassembly.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 20gx2.00in straight bc safety mechanism failed inserting pivc and during insertion the needle safety mechanism did not work, leaving the needle exposed. Cannula stayed in patient. Customer kept the needle and is able to send.